Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued. This event created a serious injury in the past and will be reported as a malfunction.

Event description:
It was reported that "a distal medial tibia locking plate was put on and as the doctor was tightening the screws, the head sheared off on two different screws". No adverse consequences to the patient.